Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an out of range signal that occurred on (B)(6) 2015. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).